Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Customer's blood glucose was 90 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.